Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified large volume elastomeric device under infused. This was observed after used of the device. The device had been filled with piperacillin/tazobactam 13500mg in 230ml sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.